Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. The customer resolved the bg level by administering a correction bolus using the pump and a correction injection. The customer advised by technical support to inspect various components, including the infusion site, tubing, and connections. No issues were found with the cannula, t:lock, or tubing. The caller was then guided through refilling and loading a new cartridge onto the pump. Resolution involved replacing supplies as necessary to resume insulin therapy.